Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a shunt case, a red x for communication displayed stating that the localizer was not connected. The representative then confirmed that the power and communication cables were properly seated and the issue was resolved. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.